Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the pump was discarded by the facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection in the pump pocket, and the pump was subsequently explanted on (B)(6) 2017. The patient experienced ineffective pain relief, and there were no pump issues reported.